Event description:
A report was received that a patient had a pocket revision due to discomfort. The ipg was relocated from the patient's back to the stomach. Nothing was explanted and the patient is reportedly doing well following the procedure.